Event description:
It was reported that while the patient was in a situation of ventilation cardiac arrest consequence of a desaturation, it was impossible to infuse amines (norepinephrine) using the cvc. On the x-ray control, the cvc (inserted 30 days before) was no longer in the proper position, it was fold (bent). Clinical consequences : hypotension requiring the infusion of catecholamines. The cvc was changed in a urgency situation.

Manufacturer narrative:
(B)(4). The customer provided two photos of the catheter for this investigation. Both photos the catheter appeared bent and appeared blocked just behind the tip. The blockage appears to have ruptured the catheter body in the location of the catheter skive holes. However, a full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user "the arrow cvc is intended to provide short-term ( < 30 days) central venous access for treatment of diseases or conditions requiring central venous access." The IFU also contains instructs on catheter patency and states "maintain catheter patency according to institutional policies, procedures and practice guidelines. All personnel who care for patients with central venous catheters must be knowledgeable about effective management to prolong catheter's dwell time and prevent injury." The report that the catheter was blocked was confirmed through examination of the customer supplied photo. The image showed a blocked catheter which appears to have caused a catheter rupture; however, the actual complaint sample was not returned for evaluation. The device history records for the catheter were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the catheter blockage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the patient was in a situation of ventilation cardiac arrest consequence of a desaturation, it was impossible to infuse amines (norepinephrine) using the cvc. On the x-ray control, the cvc (inserted 30 days before) was no longer in the proper position, it was fold (bent). Clinical consequences : hypotension requiring the infusion of catecholamines. The cvc was changed in a urgency situation.